Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Healthcare professional reported left side "rupture with visible axillary lymph nodes" and "silicone lymphadenitis". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: red particles material was found on the shell and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported left side "rupture with visible axillary lymph nodes" and "silicone lymphadenitis". Device has been explanted.